Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was over 608 mg/dl. The customer went to the hospital on (B)(6) 2016 as a result of his high blood glucose level. The customer treated his blood glucose level by testing himself 5 to 6 times a day and tried to eat fruit and drink water. The device was not returned.